Event description:
It was reported by dealer that the accessory bracket to receive the center footboard is broken. Failed while patient use. Use chair indoors and outdoors. Use in care facility. Note: the chair was not manufactured with center mount front riggings.